Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect access solution for faradrive selected for catheter ablation procedure. The radio frequency was pressed, and tone was present, but no puncture occurred. Therefore, transeptal did not pass through. The device was replaced and the issue improved. Procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect access solution for faradrive selected for catheter ablation procedure. The radio frequency was pressed, and tone was present, but no puncture occurred. Therefore, transeptal did not pass through. The device was replaced and the issue improved. Procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the wire was protruding from the dilator prior to crossing. No other issues were reported.